Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported femoral perforation could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, a perforation of the right femoral vein occurred. While attempting to insert a 0.32" guidewire into the right femoral vein, resistance was noted. A contrast injection revealed the guidewire had exited the vessel at the groin. No additional intervention was required. The case was abandoned and the patient left in stable condition. There were no performance issues with any abbott device.